Manufacturer narrative:
The implant was returned to the manufacturer but the unknown biomet screw was not. (B)(4). Device not returned.

Event description:
It was reported that the patient came back to the office after two years with the fractured implant and fractured unknown biomet screw. The doctor believes the implant and screw fractured at the same time. Both the screw and the implant were removed. Follow up attempts were made to acquire screw information without success.

Event description:
It was reported that the patient came back to the office after two years with the fractured implant and fractured unknown zimmer screw. The doctor believes the implant and screw fractured at the same time. Both the screw and the implant were removed. Follow-up attempts were made to acquire screw information without success.

Manufacturer narrative:
This event was previously reported under the incorrect MFR number. Further, additional information received determined that this device no longer meets the criteria of a reportable malfunction. Device is not reportable. No further medwatch reports will be submitted for this event.